Event description:
It was reported that the patient presented to the hospital for evaluation due to an episode of atrial fibrillation. Loss of ventricular capture and sensing was observed. An x-ray revealed that the ventricular lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 20.2 cm from the connector pin was received; it's proximal coil was stretched 15 cm out of the lead and all wires were fractured. This clavicular crush condition caused the reported electrical anomalies.